Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that both sides of the mobile power unit (mpu) were plugged in when a low power alarm appeared. The white side was disconnected and reconnected and low power alarm was still seen. The pins were checked to confirm they weren't bent or missing. The unit was replaced.

Manufacturer narrative:
D4: UDI corrected manufacturer¿s investigation conclusion: the reported event of low power alarms was confirmed during functional testing of the mobile power unit (mpu) (serial #(B)(6). The unit was functionally tested and revealed low power alarms due to the patient cable. The patient cable was replaced and the serviced mpu was returned to the customer site after passing all tests. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook ( sections 3 ¿powering the system¿ and 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The unit was repaired.